Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: dates: (B)(6) 2010, inratio: 3.0, lab: 2.4; (B)(6) 2010, inratio: 2.8, 2.1. No exact dates available. Pt's therapeutic range: (3.0 - 4.0).